Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on site by a field service technician. An event history log review was performed on the device, verifying the reported f73 alarm code. The device was visually inspected and functionally tested (power-on self-test). The cause of the reported condition was determined to be a defective pump head mechanism. The pump head was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard device alarmed f-73. It is unknown whether or not the device alarmed during patient use or not, though patient injury and medical intervention were not indicated. No additional information is available.